Event description:
It was reported impactor tip was broken and would not hold implant after several strikes other a mallet. No pieces fell into patient. No patient impact.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified the unit as having signs of repeated use with nicks, gouges, and worn. Additionally, the unit was cracked and a piece had fractured off. The device history records for were reviewed, and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint was confirmed. A definitive root cause is attributed to standard wear and tear from repeated use for 10+ years. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.